Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection between the cartridge tubing and the infusion set tubing disconnected. The customer reattached the luer lock connection and resumed insulin delivery. The user's blood glucose (bg) level was 300 mg/dl. The user addressed bg level by walking a mile and delivering a bolus.